Event description:
It was reported to medtronic minimed that the customer experienced a change sensor/bad sensor, sensor glucose vs. Blood glucose, and an unexpected suspend [low sensor glucose]. The customer reported hemorrhage/bleeding treated with another. The event involved product(s) mmt-7020c1. The insulin delivery has been suspended due to a difference between sensor glucose and blood glucose levels. The sensor glucose value of 2.2mmol triggered the suspend on low, it was suspended before the low event. However, the customer turned off the sensor feature, resulting in a blood glucose value of 9.0 mmol/l. The difference between the sensor and blood glucose did not fall within the specified range. The customer was reporting a discrepancy between sensor glucose and blood glucose which was not within range. Explained that the sensor may have no longer been responding to glucose changes and explained possible causes. The customer received a change sensor alert. The customer was unable to run a transmitter test or test passed. The customer reported blood at the site. No further complications were reported. Product return for mmt-7020c1 is not expected.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.